Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain / pelvic pain") and genital haemorrhage ("general abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection and vaginal discharge had resolved. The outcome of psychological trauma was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma, urinary tract infection and vaginal discharge to be related to essure administration. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem. \date(s) of insertion: (B)(6) 2014 (discrepancy-as per pif). Date(s) of removal: (B)(6) 2020 (discrepancy-as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): essure device was successfully occluded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain / pelvic pain") and genital haemorrhage ("general abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection and vaginal discharge had resolved. The outcome of psychological trauma was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma, urinary tract infection and vaginal discharge to be related to essure administration. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem. \date(s) of insertion: (B)(6) 2014 (discrepancy-as per pif). Date(s) of removal: (B)(6) 2020 (discrepancy-as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): essure device was successfully occluded quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Events: abdominal pain, general abnormal bleeding, psych injury, urinary tract infection, vaginal discharge was added. Event outcome was updated for the events: abdominal pain, general abnormal bleeding, urinary tract infection, vaginal discharge. Case became incident. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain / pelvic pain") and genital haemorrhage ("general abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia, myocardial infarction, diabetes, kidney stone, right lower quadrant pain, abdominal pain, dysmenorrhea, vaginal discharge, pelvic pain, menstruation abnormal, abdominal tenderness, malaise, vulvovaginitis, parity 3, multi gravida, trichomoniasis, back pain and pelvic inflammatory disease. Previously administered products included: mirena. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingectomy and cystoscopy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection and vaginal discharge had resolved. The outcome of psychological trauma was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma, urinary tract infection and vaginal discharge to be related to essure administration. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem. Date(s) of insertion: (B)(6) 2014 (discrepancy-as per pif). Date(s) of removal: (B)(6) 2020 (discrepancy-as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22 kg/sqm. [Hysterosalpingogram] (date unknown): essure device was successfully occluded [ultrasound abdomen] on (B)(6) 2015: IV contrast omnipaque-300 IV, 100 ml oral contrast oral contrast is utilized technique serial enhanced axial CT images of the abdomen and pelvis were acquired coronal and sagittal reconstructions were performed findings: pelvis: bilateral fallopian tube essure devices bilateral small ovarian follicles incidentally noted urinary bladder under distended, limiting evaluation pelvic structures appear otherwise unremarkable [ultrasound pelvis] on (B)(6) 2014: technique: contiguous 5cm axial images were acquired through the abdomen after uneventful administration of intravenous contrast corona and sagittal reconstructions are included. Findings: lung: the visualized portion of the lung bases are clean. Viscera: the liver, spleen, pancreas, and adrenals are unremarkable. The gallbladder as seen by CT is unremarkable. Aorta and lvc: the aorta 3too no evidence of aneurysm inferior vena cava ls unremarkable. No adenopathy is seen. No ascites or free is seen. Intestines: the bowel s normal a caliber. There is no evidence of bowel obstruction no bowel wall thickening is appreciated. The appendix is not identified. No pericarp inflammation is identified. Osseous: structures bony structure is unremarkable. Specifically, there are no lytic or blastic lesions. Pelvic: the uterus shows evidence of tubal occlusion devices in each fallopian tube. The ovaries as seen by CT are unremarkable there is a small volume of nonspecific fluid in the cul-de-sac which is likely physiologic in a young woman the bladder is unremarkable impression: 1. Essentially normal CT scan of the abdomen and pelvic. 2. The appendix cannot be identified with certainty, but no inflammatory changes suggested about the cecum. 3. Tubal occlusion device is noted in the fallopian tubes. Findings: multiple gray-scale images of the pelvic structures were obtained color-flow imaging of the pelvic structures was also performed transabdominal and transvaginal scanning is performed. The uterine size and contour is normal the uterus measures 79x37x42 cm the endometrial stripe is normal for patients age and menstrual history the endometrial stripe measures 4 mm there are no uterine masses seen. The cervix measures about 2 7 cm in length a small nabothian cyst is inc dentally noted. The right ovary at measures 4 19x26cm. The left ovary measures 3 4x 19x28cm the ovaries are normal in appearance and size color-flow imaging demonstrates flow to each ovary there is a small amount of free fluid within the pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters, medical history, lab data, patient information, removal date, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.